Manufacturer narrative:
The product has been requested for an investigation and a follow-up will be submitted when the results are available. Due to the nature of the medical event a report is being filed.

Event description:
(Customer is unsure of exact date, but became aware of the problem "in the beginning of 2007"). Customer reported getting erratic readings on her freestyle blood glucose meter of 50 mg/dl, 114 mg/dl and 91 mg/dl. She then reported losing consciousness and paramedics were called. The only treatment rendered was orange juice, but it is unclear whether it was self administered or if the paramedics gave it to the customer. The readings when plotted on a parker error grid fell into the "a/b" zones. There was no report of death of mistreatment associated with this event.